Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was noticed scratched after implantation into the patient's eye. The lens was cut out and will not be returned to the manufacturer for evaluation. No further information provided.

Manufacturer narrative:
Additional information was received that there was no patient injury. There was no incision enlargement or vitrectomy to remove the lens. The patient is doing well with the replacement lens. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.